Event description:
It was reported by service report that the foot right siderail would not raise. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot right siderail would not raise due to bent glide rods.